Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis ( revision surgery) : recurrence of symptoms due to the back out cage procedure (revision surgery): posterior lumbar interbody fusion levels implanted ( revision surgery) : l5-s it was reported that the patient underwent a posterior spinal fusion surgery at l5-s1. Post-operative cage backed-out. The patient underwent a revision surgery during which it was found that two screws in sacrum were loosened. All the screws were replaced with 7.5×50 mm ones. The screws were implanted in the initial surgery. Screws did not break. No patient complications were reported after the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.